Event description:
The customer reported that the wrong brush was used to reprocess the evis exera ii ultrasonic bronchofibervideoscope. There was no patient harm or user injury reported due to the event. This medwatch report with patient identifier (B)(6) is the third occurrence. The medwatch report with patient identifier (B)(6) is the first occurrence. The medwatch report with patient identifier (B)(6) is the second occurrence.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that a vendor brought in the bw-412t brushes when there was a shortage of the bw-411b brushes. The customer mentioned that the brushes were mixed and was unaware of when the staff began using them. The customer removed the brushes from the reprocessing area once the issue was identified. The customer was concerned that the bw-412t brushes could be used to clean larger channel scopes. Furthermore, tac recommended using the bw-411b . The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, insufficient training on device handling and reprocessing for staff of the user facility likely caused the event. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: ¿clean only one endoscope and/or accessory with a single use channel cleaning brush (bw-201b), a single use channel-opening cleaning brush (maj-1339), a single use combination cleaning brush (bw-411b), a single use single-ended cleaning brush (bw-400b) and dispose of the brushes immediately after use. Using a single use channel cleaning brush (bw-201b), a single use channel-opening cleaning brush (maj-1339), a single use combination cleaning brush (bw-411b), a single use single-ended cleaning brush (bw-400b) on more than one endoscope and/or accessories may make it difficult to effectively reprocess the endoscope and/or accessories, and could cause endoscope, accessory, and/or equipment damage." Olympus will continue to monitor field performance for this device.